Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-20418. It was reported the patient experienced ineffective stimulation. The patient was no longer receiving pain relief and requested the scs system be explanted. Follow-up identified surgical intervention was undertaken and the system was removed.